Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3641sp-1 serial/batch (B)(6) was received for evaluation. Functional testing was not performed due to device damage. Visual evaluation revealed that the anchor was broken and detached from the sutures; only pieces of the anchor were returned. Evaluation of the driver and handle found no defects or damage. The most likely cause of the reported failure is user error, such as improper bone preparation, misalignment during insertion, or the use of excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor did not hold in the bone despite proper implementation. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.